Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between january 8-9, 2025. H11: thirty-two (32) devices and a photograph of the sample were provided for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the samples, and all samples exhibited leakage in the tubing at the coextruded spike port and the spike port assembly of the bag. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 250 ml eva tpn bags leaked from the tubing port. The issue occurred "after pumping tpn using the 250ml bags". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.